Event description:
It was reported that, during a knee arthroscopic procedure, the loading mechanism of two (2) fast-fix 360 devices did not work properly, as t2 was not in the usual position before deployment. T2 was removed using a grasper and t1 was successfully anchored the procedure was resumed, with a non significant delay, using a competitor device. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).